Event description:
It was reported that the saw stops on contact with the bone when placed in vertical position. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ spain. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h6, h11. Review of the most recent repair record identified no related findings/repairs to the reported event. The reported event could not be duplicated. The unit passed blade holding, it was just difficult to open to change blades. This is a limited investigation; a review of the manufacturing records, a complaint history review, risk management file review, and a product hold/recall search will not be completed for limited investigation complaints as the product meets the applicable acceptance criteria. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.